Event description:
Add'l info on pt 2 of 3: noted large changes in anterior chamber depth during segment removal. Nuclear fragment into vitreous; no iol implanted. Referred pt for vitrectomy and removal of nuclear fragment, performed two days later.

Event description:
Reporter noted three pt's had posterior capsule tears in one day. Pt 2 of 3: status unk at this time.